Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. The impella was accidentally pulled back into the aorta. The physician could not recross the valve. Therefore, leading to the decision to explant the device and replace it with a new impella cp. The patient survived the procedure.